Manufacturer narrative:
The compressor was investigated on-site by our field service engineer. The compressor was connected to a ventilator during the event. The water trap (air filter) between the ventilator and the compressor was found to be defective, and was replaced. Function checks were performed with successful results on both the compressor and the ventilator after the replacement, and the compressor was returned to service. The defective water trap (air filter) was not returned for investigation. There has been no further investigation of the water trap (air filter). The cause of the defective water trap (air filter) was not determined.

Event description:
It was reported that the compressor water trap was leaking water. (B)(4).